Event description:
It was reported the pt's ipg was explanted and replaced due to the ipg having difficulty communicating with the charging sys. It was also reported the pt had fallen down a flight of stairs prior to surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.